Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of the beam hitting/clipping the fiber's metal cap is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fiber could rotate independently of the metal cap, resulting in the beam hitting or clipping the cap. The metal cap was also found to have burnt on detritus and devitrification of the cap output window. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which was been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).

Event description:
The customer reported that the beam of the side-firing surgical fiber was observed hitting/clipping the fiber's metal cap at 127,055 joules of use during a prostate procedure. The case was completed using a second fibers without further issue. There was no report of injury.